Manufacturer narrative:
Other, other text: returned device was received outdated pcb, power switch, and front cover. Cracked enclosure and tank cover. Damaged line cord. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical level 1 hotline low flow systems water did not circulate. No reported adverse effects.